Manufacturer narrative:
Part: 03.010.523. Lot: l731157. Manufacturing site: (B)(4). Release to warehouse date: april 23, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The tip was returned lodged in the insertion handle and is unable to be disassembled. No new issues were identified. The provided image was also reviewed and confirmed the broken distal tip. A device failure was identified dimensional inspection: ø of shaft proximal to breakage: conforming document/specification review the following drawing(s) was reviewed: connector for insertion handle based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: the complaint condition is confirmed as the device was broken. Based on the investigation findings, relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2019, while the surgeon was malleting the nail, the driving cap threaded snapped off inside the radiolucent insertion handle. Procedure outcome and patient status are unknown. Concomitant devices: radiolucent insertion handle (part: 03.033.001, lot: l700506, quantity: 1); femoral nail (part: unknown, lot: unknown, quantity: 1); mallet (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).